Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited left ventricular (lv) impedance measurements of 2000 to 3000 ohms, and elevated threshold measurements. The lead was tested which revealed stable measurements and no noise. No intervention was required and the patient will continue to be monitored. No adverse patient effects were reported. The device remains in service.